Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis event was due to a breach in aseptic technique. The breach in aseptic technique was further described as the patient¿s cat chewed ¿the line¿ and ¿introduced a bacterium into the peritoneum¿. Treatment was not reported. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. (B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The treatment for the event and patient outcome were not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.